Event description:
Opened catheter to stick pt and could not get plastic cap off. When rptr did finally get it off, the catheter and needle separated and the equipment fell on the bed. It was then contaminated. The plastic cap was stuck extremely tight.